Event description:
It was reported that during initial implant procedure, patient's coronary sinus was dissected. This caused issue during implant of left ventricular (lv) lead. The lead was not implanted and the procedure was completed using an alternate lead on (B)(6) 2022. Patient was stable during and after procedure.